Event description:
It was reported that the implantable cardiac device exhibited diagnostic anomaly. Several patient activators had been used, but no patient activated episodes was stored in the device. After reviewing the provided session records, patient activated episodes were found to have been stored by the implantable cardiac device. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.